Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings& investigation conclusions), h11. A getinge field service engineer (fse) reported that they checked the connections at the motor control board and cleaned the motor control board. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) medical institute ltd. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was displaying an error message "electrical error code 50." There was no patient involved.